Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. Argon¿s attorneys are attempting to gather additional information. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2018, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2013 by dr. (B)(6) at (B)(6) memorial hospital in (B)(6). The patient had a scheduled retrieval approximately 22 months later, on or about (B)(6) 2015 by dr. (B)(6) at (B)(6) medical center in (B)(6). The patient alleges ¿partial retrieval of the filter¿ occurred at this time due to breakthrough pulmonary embolism, filter thrombosis post implant, embedment, tilt, migration, fracture, perforation and further alleges ¿strut fracture and strut embedment in caval wall, narrowing of the ivc due to the filter and cardiac embolization.¿